Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was getting out of regulation (oor) message on the patient controller. The caller stated the patient felt overstimulated and checked the ins with the remote, which they then saw oor. The patient turned stimulation down and felt better but still thought they were being overstimulated. The caller stated she assumed the patient first experienced the change in sensation over the weekend. The patient went in and saw the hcp for imaging and impedance tests. The left side was at 800 ohms and the right side was at 2991 ohms. It was stated that the patient was using constant voltage when he got the oor message. The patient's therapy wasn't as effective over the last few months so they changed from cv to cc. During the appointment, the hcp was not getting an oor message on the clinician programmer. They changed the settings to constant current and started getting intermittent oor messages. No further complications were reported/anticipated.